Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-20 from a healthcare professional reported no symptoms were reported in regards to the catheter leak and the cause of the catheter leak was not determined.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving lioresal (concentration of 2000mcg/ml, dose of 150mcg/day) via an implantable infusion pump for cerebral palsy and spasticity. It was reported that while undergoing a routine pump replacement on (B)(6) 2017 for elective replacement indicator (eri) a leak was found at the spinal segment of the catheter. A catheter dye study was performed during surgery using fluoroscopy. A new catheter was implanted and the old catheter was explanted. The patient's daily dose was deceased from 300 mcg/day to 150 mcg/day. It was noted that issue was resolved at the time of the report. The healthcare provider was only able to aspirate .2ml through the catheter. The healthcare provider pushed dye through the catheter access port of the pump and visualized dye via fluoroscopy that leaked around the catheter anchor where the catheter exited the fascia in the spine. The healthcare provider decided to replace the entire catheter. It was stated that the patient's status at the time of the report was "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.